Manufacturer narrative:
(B)(4). Concomitant medical products- unknown acetabular shell catalog#: unknown lot#: unknown. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00007. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that liner could not be impacted despite trying a few times. Upon impaction, one side of the liner sat proud 1mm, upon further impaction, the part that was sitting proud went in, and the other side pop out. Unable to lock despite multiple tries. No additional information available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Concomitant medical products : 010000858, g7 neutral e1 liner 32mm f, 6202171, 00801802801, femoral head, 64104681, 00811400100, femoral stem, 63924006, 110010266, g7 osseoti multihole 56mm f, 6174676. UDI # (B)(4). Reported event was confirmed by review of the product returned. Visual inspection of this liner identified scuffing on the locking feature and the scallops show damage on the liner. These damages were likely caused due to impaction of liner to the shell and during removal. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.